Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for high blood glucose. The customer's blood glucose was 692 mg/dl and 808 mg/dl respectively at the time of admission. Customer reported feeling thirsty, lethargic and had kidney stress from their blood glucose. The customer reported the cause of the hospitalizations was from diabetic ketoacidosis. The customer was admitted into the intensive care unit for two days. The customer also reported receiving a no delivery alarm on the insulin pump. The customer's blood glucose was 312 mg/dl at the time of incident. Troubleshooting found the insulin pump alarmed no delivery during the manual prime process. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.